Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 29 mmol/l at the time of the incident and other relevant blood glucose level was 6.1 mmol/l. Customer discontinued use of insulin pump and used pen to treat high blood glucose. Customer performed self test and no errors were found. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer using auto mode of insulin pump. Customer did not allege that insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime/fill, rewind anomalies were noted during testing. (B)(4).